Manufacturer narrative:
The iol remains implanted in the pt's eye. According to the surgeon the event is due to inferior haptic bowed forward, touching the iris and the footplate of the haptic is caught on the rhexis. The investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reports that after cataract surgery with the implantation of a crystalens iol in the right eye the pt was diagnosed with myopia. Approx one and a half months postoperatively a yag procedure was performed. The iol remains implanted. No further treatment is scheduled at this time.